Event description:
Patient was diagnosed with an aortic abdominal aneurysm having involvement in both common iliac arteries. Right hypogastric artery measured in excess of 32 millimeters; due to the disease in the vessel the physician planned an embolization of the internal iliac artery. An attempt to gain access into the internal artery and embolize the vessel was unsuccessful. A decision was then made to deploy a main body extension and occlude the internal iliac. With a noted drastic change in the lumen size from the common iliac to the external iliac, a decision was made to land the graft with the proximal portion in the common iliac and the distal segment in the external iliac artery. The main body extension was deployed noting an occlusion of the internal iliac artery. Complications were encountered during the attempt to dock the grey positioner back into the delivery system and pull the device through the implanted graft. During the attempted withdrawal, the amount of graft material in the external iliac artery inhibited the withdrawal of the proximal portion of the delivery system. As the system was withdrawn, the distal portion of the deployed graft unraveled, with the stent portion of the graft pulled farther into the external iliac artery. After removal of the delivery system, the planned contralateral iliac leg graft was advanced through the damaged graft and deployed in the limb of the main body graft. The distal portion of the leg graft extended into the external iliac artery, covering a large portion of the exposed stent. The ipsilateral iliac leg graft was then deployed landing very near to the left internal iliac artery. Due to the amount of contrast used, a decision was made to conclude the procedure and monitor the patient over the next several days. Patient's condition will be further assessed in order to determine if a fem-fem bypass procedure should be performed. Consideration will be given to the placement of additional graft material over the remaining 5 millimeters of unraveled stent within the external iliac artery.